Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. The mfg documents were reviewed and no complaint related issues were found.

Event description:
.